Event description:
It was reported that the plastic base for the plunger stopper in the bd luer-lok¿ disposable syringe with bd luer-lok¿ tip was "incomplete" and found before use. The following information was provided by the initial reporter: "plastic base for rubber plunger incomplete creating space for rubber to droop behind when progressing towards opening"

Manufacturer narrative:
H.6. Investigation summary: one loose 3ml syringe was received and visually evaluated. The syringe was observed to have a jammed stopper condition. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Potential root cause for the jammed stopper defect is associated with the assembly process. The batch # is unknown, therefore defective rate cannot be identified. Batch # is required to determine if corrective actions are necessary. H3 other text : see section h.10

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. There were multiple PMA / 510(k)#s reported to be involved. The information for each 510(k) number is as follows: PMA / 510(k)#: k980987. PMA / 510(k)#: k151766. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the plastic base for the plunger stopper in the bd luer-lok¿ disposable syringe with bd luer-lok¿ tip was "incomplete" and found before use. The following information was provided by the initial reporter: "plastic base for rubber plunger incomplete creating space for rubber to droop behind when progressing towards opening."